Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated insulin pump had line on middle screen and insulin pump not allow to do anything. Customer stated when they press button the insulin pump only shows lines and numbers. Customer stated the display did not return to normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.